Manufacturer narrative:
Manufacturer¿s evaluation: the product cannot be analyzed as the complaint of infection could not be confirmed via laboratory testing. (B)(4).

Event description:
Device 4 of 4. Reference MFR report: 1627487-2016-03113; reference MFR report: 1627487-2016-03114; reference MFR report: 1627487-2016-03115. The patient has three leads since it is unknown which lead site had an issue, we are reporting on all possible leads and anchors. It was reported the patient's primary care physician suspected an infection at the staples for one of the lead incision sites. The physician decided not to remove the staples and treated the patient with oral antibiotics. The patient was treated in the ER a few days later where it was confirmed there is no infection. Patient is doing well.